Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering, permanent injury and surgical intervention, however, no details have been provided. No manufacturing issues associated to the reported event were found in the reviewed lot. DHR review showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing procedures, inspection procedures, as documented in workorder and lot history records. Product passed all required inspections at both end product and subassembly levels. No device failure modes associated to the reported event were found. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified non bard/davol product on (B)(6) 2012 and bard/davol ventralex device (ref. No. 0010301, lot no. Huzc1879) was placed on (B)(6) 2015 due to the recurrence of the hernia defect. As reported, the patient is making a claim for an adverse patient outcome against the ventralex device. Attorney alleges that the patient underwent surgery for the removal of the hernia mesh products on (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective.